Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous right coronary artery. No predilatation was performed prior to stenting. After a 2.75x23 mm xience v stent was deployed a dissection was observed. A 2.75x28 mm xience v stent was deployed to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that no pre-dilatation was performed prior to stenting. It should be noted that the IFU states: pre-dilate the lesion with a ptca (percutaneous transluminal coronary angioplasty) catheter. In this case, it is not known if the IFU deviation caused or contributed to the reported difficulties.